Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the returned segments of the lead were inspected and analyzed. A proximal 36 centimeter (cm) portion of the lead was returned. The returned portion of the lead was determined to have been electrically continuous. The clinical observations were not able to be confirmed.

Event description:
Subsequent information indicates that the lead has been returned for analysis.

Event description:
Boston scientific received information that this lead and associated device displayed high, out of range pace impedance measurements. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. The products are not expected to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.